Event description:
The customer reported that the paramedics have been called six to eight times due to low blood glucose levels. The customer stated that she was treated at home on (B)(6) 2013 due to a blood glucose of 52 mg/dl. The customer was also treated at home on april 4, 2013. The customer stated that her blood glucose levels were probably under 60 mg/dl, but by the time the paramedics arrived, she was 114 mg/dl. The customer stated she was at home, and was unable to talk correctly, and was sweating profusely. The customer also reported a motor error alarm. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump was stuck in the rewind loop, and would not exit that screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.